Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump error hardware low level failure (variable 3) was present in the insulin pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.

Event description:
The customer reported via phone call that their insulin pump had audio issue. The customer¿s blood glucose level was 131 mg/dl at the time of the incident. Customer states that insulin pump had hardware low level failure alarm. Customer was able to successfully clear the alarm. Customer is able to complete pump rewind. Customer states that self test was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.